Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the pump got wet the day prior to the malfunction. The customer's blood glucose (bg) level was 400 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy. Multiple follow up attempts were made to obtain information on how the customer addressed elevated bg level. However, the customer did not respond.